Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-aug-2024. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. An, product complaint level 2 and level 3 investigation procedure. No deficiency has been identified for cg4+ cartridge lot d24154.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 29-jul-2024, abbott point of care was contacted by a customer regarding I-stat cg4+ cartridge that yielded a suspected discrepant lactate result on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. Method date collected lac (mmol/l). I-stat (B)(6) 2024 01:29 2.29 I-stat (B)(6) 2024 03:07 11.54 I-stat (B)(6) 2024 03:42 1.01 lab (B)(6) 2024 04:15 1.4 there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.